Event description:
A ventilator was returned to a third party service center. There was no allegation of pt harm or injury by the customer.

Manufacturer narrative:
During the device eval at a third party svc ctr, a failure of the device to charge its batteries was found. The device's power mgmt board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.